Event description:
Reportedly, the stapler was difficult to fire, staples did not form properly and the tissue was stuck to the stapler after firing. Surgeon had to remove the tissue from the stapler by peeling the tissue off the stapler. Procedure: colon resection.